Event description:
Patient was diagnosed with abdominal aortic aneurysm, bilateral iliac artery aneurysm, left femoral aneurysm. In 2001, patient underwent a procedure to place an abdominal aortoiliac aneurysm using a 26x10x19 cm endograft. The device was placed without incident, and proximal attachment was successful; however, there was a leak around the left iliac attachment site. The physician dissected the left iliac aneurysm, and determined the device did not completely exclude the left iliac aneurysm. The physician implanted a dacron graft, suturing that to the end of the endograft. Following this, the procedure concluded without difficulty. In the ensuing days, the patient was observed slightly hypoxic, having right leg weakness, having acute renal failure, and mental status change. Patient was described as comatose five days later. Patient died 11 days later. Death certificate lists cause of death as cardiopulmonary arrest, renal failure, and respiratory failure, with secondary cause of abdominal aneurysm repair.

Manufacturer narrative:
Notification of event was received from the law firm as result of a claim.